Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms.

Event description:
Customer reported via phone call that customer had low blood glucose of 59 mg/dl. Customer stated that low blood glucose was already treated. Insulin pump will not be returned for analysis.